Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6), two (2) batteries (B)(6), and one (1) controller (B)(6) were not returned for evaluation. No performance allegations were made against the pump. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that pump parameters were within normal operation range over the analyzed period. Log file analysis revealed no anomalies associated with (B)(6). Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 14:16:55, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 56% (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately five (5) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d4: serial #: battery (B)(6) / (B)(6) h3: yes d4: serial #: battery (B)(6) / (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power which was associated with a suspected double disconnect of power sources. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1103 vad implanted (B)(6) 2018. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 13-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-sep-2023 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.